Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated no cause was determined for the high impedances on the second new ins after troubleshooting with wiping down, reinserting the extension, and multiple impedance tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an imp lantable neurostimulator (ins). It was reported that the manufacturing representative (rep) was in an ins replacement and before the surgery the impedances were fine. After inserting into the new ins, 1, 2, and 3 were showing >40k. They wiped and reinserted, but the issue remained. They tried to swap ports and the issue followed the extension as both ports were showing issues during the call. The extensions were inserted into the old ins that was getting replaced and the impedances were all ok as it was in pre-op. The hcp tried a second new ins, and when put in, all the contacts worked except contact 8 was showing over 40k. Since that contact was not being utilized for therapy, the hcp stopped troubleshooting from there. It was believed the first ins tried intra-op was not working due to impedances and was being sent back. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report 3004209178-2019-11837 for details pertaining to the related reportable event.